Event description:
It was reported that the device was explanted after implant duration of approximately 40.67 months, due to tricuspid regurgitation. Per the operative report, "attention was then turned to the tricuspid valve. Analysis of the valve revealed very little tissue to work with. The ring was removed and we took a very little look at this valve." Reportedly, the patient tolerated the procedure well. The patient also had another device explanted.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.